Event description:
It was reported that the pulse generator exhibited a telemetry radiofrequency anomaly and could not be interrogated in the box.

Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported event.